Event description:
During an esophagectomy procedure. The instrument did not cut. The surgeon resected the tissue and applied manual suture to complete the procedure. The hospital has stated that the pt's condition is satisfactory.